Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not power on after changing front case, battery and power cord. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device will not power on after changing front case, battery and power cord. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the power supply board component c153 and surrounding components burnt; power supply board replaced. Software version as found 12.1; as left 12.1. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 07oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the assy pwr sply bd pcu1.56 (no shield). A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not power on after changing front case, battery and power cord. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the power supply board component c153 and surrounding components burnt; power supply board replaced. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the assy pwr sply bd pcu1.56 (no shield). A review of the device history record showed the device had a manufacture date of 07oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not power on after changing front case, battery and power cord. No additional information was provided. There was no patient involvement.